Event description:
A complaint was received regarding the detachment of the adc device. As a result, on (B)(6) 2022, the customer was unaware of their blood glucose levels and had a fall and a seizure. Customer was provided oral glucose by hcp for the diagnosis of hypoglycemia, for which the customer was hospitalized for a day. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Physical investigation of product is not anticipated. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted. Upon extended investigation, it was determined that the serial number provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk.

Event description:
A complaint was received regarding the detachment of the adc device. As a result, on (B)(6) 2022, the customer was unaware of their blood glucose levels and had a fall and a seizure. Customer was provided oral glucose by hcp for the diagnosis of hypoglycemia, for which the customer was hospitalized for a day. No further information was provided. There was no report of death or permanent injury associated with this event.